Event description:
Additional information received reported the cause of the fused lead/short circuit was unknown. It was unknown if any troubleshooting had been done related to the fused lead/short circuit. It was noted to actions/interventions done to resolve the patient's tremor symptoms not improving involved "replac[ing] a new one to patient." It was unclear what was meant and follow-up is being performed to clarify.

Manufacturer narrative:
(B)(4). Analysis of the lead (lot # va177sv) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Due to the reported complaint, an insulation leakage test was performed and normal impedences were observed, indicating there were no leakages observed in the insulation. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va177sv, product type: lead. Product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown what was meant by "replaced a new one to patient" to resolve the tremors not improving.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s lot# (B)(4), product type: lead. (B)(4).

Event description:
A manufacturer representative reported during surgery, it was found the lead was fused, and the doctor had to replace the lead with a new one to complete the surgery successfully. There were no symptoms reported. It was clarified that an intraoperative test found a short circuit. Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease (pd). It was reported that the patient was implanted with the implantable neurostimulator (ins) on (B)(6) 2016 and was not satisfied with the treatment as their tremor symptom has not improved. The patient made an appointment for (B)(6) 2017 for programming.